Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the distal part of the glass cap was detached and not returned. Known inherent risk of device is likely the cause for the observed glass cap detachment. In addition, analysis identified the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the metal cap was found to be detached. The fiber proximal to fracture can rotate independently of metal cap. The outer flow tubing open end exhibits signs of melting. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture and metal cap detachment.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the metal tip blew and separated from the fiber body when the physician initially stepped on the vapor pedal. The procedure was completed with a second fiber. No clinical complications occurred to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. The product has not been returned, therefore, no physical or visual analysis of the product could be performed. Based on the information provided, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the metal tip blew and separated from the fiber body when the physician initially stepped on the vapor pedal. The procedure was completed with a second fiber. No clinical complications occurred to the patient due to this event.